Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We cannot confirm the battery event. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note it is stated in the dash user guide "do not remove the battery from the pdm after first-time insertion of the battery."

Event description:
It was reported by the patient's parent that their dash controller/personal diabetes manager (pdm) would not turn on and the screen was black. They attempted to charge the device using different chargers and re-starting the device with no success. Upon removal of the battery from the pdm, they found liquid inside the device. Information regarding if the pdm was exposed to fluid was not provided. There were no injuries to the patient, nor was any medical intervention necessary.